Event description:
Health professional reported "rupture of the left device and a capsular contracture of the left side," and "lifting on 1999.lime disease. Breakdown on 2006." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the returned device identified, underweight, broken shell and others, crease fold and missing a piece of shell (0-25%). A microscopic analysis was performed which identified, smooth broken on radius and wear abrasion. Based on the device analysis the final assessment is: a smooth broken due to smooth opening and missing shell due to inconclusive.

Event description:
Health professional reported, via regulatory agency, a "rupture of the left device and a capsular contracture of the left side," and "lifting on 1999. Lime disease. Breakdown on 2006." Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade and rupture this is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported "rupture of the left device and a capsular contracture of the left side," and "lifting on 1999. Lime disease. Breakdown on 2006." Device has been explanted.